Manufacturer narrative:
Device was initially received for the complaint that the device has confirmed door damage and cassette latch damage. During investigation found the detached downstream occlusion seal (dso). This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that lens scratched, dso seal detached and battery door damage. During the performance verification test, the cassette was not confirmed, but the door was. All tests exceeded specifications. The software was also updated and calibrated.

Event description:
It was reported that the device has confirmed door damage and cassette latch damage. During investigation found the detached downstream occlusion seal (dso). This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.